Manufacturer narrative:
The pod was received with the cannula assembly not deployed. The investigation found no damage, defects, or other deformities with any of the drive mechanism components that would contribute to the observed timeouts and drive stall found within the download data. The pcb was removed from the chassis in order to check for any areas with corrosion or other debris. None was found on the pcb, batteries, or battery clips. It could not be determined what the cause for the pod's timeouts or drive stall exhibited in the download data.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Changing your pod: chapter 3 / pages 33; warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result. Checking your blood glucose: chapter 4 / page 36: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported the pink slide did not move forward and the needle did not deploy; indicating a needle mechanism failure. The patient's blood glucose levels were 69 mg/dl and the pod was worn for less than an hour.